Manufacturer narrative:
Pump received with blank display, problem isolated to lcd board. Unable to confirm led anomaly and unable to perform any tests due to blank display.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 73 mg/dl. The customer reported that the light of the insulin pump worked. The customer also reported that the screen was reflecting halves on the opposite sides. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.